Event description:
It was reported that during implant attempt, the atrial lead was inserted into the sheath and positioned twice, and at both positions the lead dropped into the ventricle before testing through the analyzer could be performed. The physician then realized the pin was bent. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. It was noted the distal conductor pin bent. There were blood in/on helix/lobe mechanism and analysis visual had damaged at implant.